Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
At the regular follow-up on (B)(6) 2023, a check was performed, 9 months after implantation. The battery impedance was 0.77 ko and battery curve was normal.